Event description:
It was reported that a beta bionics ilet user experienced a hypoglycemic episode with a reported blood glucose low of 60 mg/dl, lasting approximately 30¿45 minutes. The user attributed the event to perceived insulin stacking from insulin on board. The user treated the low with juice, and blood glucose returned to range. Reported symptoms included none. No medical intervention or outside assistance was required. The device alerted for the low. Additional training was arranged, and the user planned to follow up with their healthcare provider.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.